Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on 07/05/2016 to report that they experienced an adverse event on (B)(6) 2016. The patient stated that the receiver alerted him to low blood glucose (bg) but he did not realize it, due to not having the receiver with him. Additionally, patient was in an incoherent state due to a rapid hypoglycemic excursion. The patient treated himself with jelly beans and recovered. No medical intervention was required. Patient further reported that he has since raised the low alert level so that it alerts him sooner. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.